Manufacturer narrative:
Due diligence was performed to obtain info to complete, all blank required spaces on this medwatch.

Event description:
In 2009, this pt was treated for an abdominal aortic aneurysm. A gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component were successfully implanted. The physician used a percutaneous entry. Hours after the procedure, a laceration of the left external iliac was discovered. The laceration was distal to the trunk-ipsilateral leg component and did not involve the device. The cause and time of occurrence of the laceration remain unk. The access vessels were of appropriate size to accommodate the gore introducer sheath. The physician successfully repaired the laceration. No further info was provided.